Event description:
It was reported that the catheter was explanted and the pump remained in the abdomen on minimum rate with saline. The physician removed the catheter from the intrathecal space due to infection. No information was available regarding patient condition. The patient was not currently receiving therapy. The catheter segment was sent for hospital culture; no return was expected.

Manufacturer narrative:
(B)(4).

Event description:
In (B)(6) it was reported that a granuloma was discovered via CT scan. The location of the granuloma was unclear if l1/l2 or l2/l3. The patient experienced increased pain with subsequent increases in dose. The surgeon planned to remove the catheter in (B)(6). The hcp reported the granuloma as not "fast growing". One week later it was reported that the patient experienced increased pain in right leg and inability to rest. It was further reported that a myleogram was also performed. The patient scheduled for surgery (B)(6).the pump delivered dilaudid. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: unknown. (B)(4).